Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that patient was experiencing from ineffective therapy. X-ray imaging revealed migration of left s1 lead. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.